Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge were filled with 300 units of insulin. The customer's blood glucose level was 172 mg/dl. It was confirmed that the customer will continue using the pump for insulin therapy.